Event description:
Following successful deployment of the stent at 12 atm for 30 seconds, the balloon was winged and could not be withdrawn into the guiding catheter. The devices were removed as a single unit. The balloon would not fully deflate.